Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: 0148 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has exhibited high and infinite impedance and high and unstable capture thresholds. Increased impedance variation and two instances of impedance spikes were also noted. The lead remains in use. No patient complications have been reported as a result of this event.